Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information, a0401 - break (1069), g07001 - part/component/sub-assembly term not applicable. Correction: describe event or problem. Additional information: imdrf annex a, g, e, f codes and manufacturer narrative. Root cause: the root cause for the reported issue of an under infusion: clamp was not opened hospital was not determined because no products or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada's canada vigilance program which states "clamp for mini bag of meropenem was not opened for 0600 dose and this dose was subsequently not administered. Pump was also noted to not have the alert screen show up for the reminder to open the clamp." During additional follow up with the customer the customer indicated "the pump was removed from the bedside along with tubing. How the pump was programed was unknown. The patient outcome was that he missed a dose of med, with no apparent harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada's canada vigilance program which states "clamp for mini bag of meropenem was not opened for 0600 dose and this dose was subsequently not administered. Pump was also noted to not have the alert screen show up for the reminder to open the clamp." There was patient involvement, but the outcome is unknown.